Manufacturer narrative:
Product event summary: a partial delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. The delivery system tether was broken/cut/pulled apart. The delivery system tether was frayed. Blood was observed on the outer shaft of the delivery system. Blood was observed on the recapture cone of the delivery system. The analyst noted a partial delivery system was returned without the device. The tether was separated from the delivery system. The deployment button was locked in the deployed position on the delivery system handle upon receipt. There is blood on the outer shaft located at the distal end of the stability member. Articulation could not be performed as only a partial delivery system was returned and the tether was cut. Deployment could not be performed as only a partial delivery system was returned and the tether was cut. The tether had no knots on the tether. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys, expiration date: 28-oct-2022, serial#: (B)(4), UDI #: (B)(4). Device available for evalution: yes. Return date: 27-sep-2021. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 05-may-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, upon withdrawing the leadless implantable pulse generator (ipg) delivery system (delsys) tether, the physician noticed a sudden resistance to the tether, when the physician stopped tugging, they noticed on fluoroscopy that the leadless ipg had dislodged. The physician did not flush after the tether was cut, potentially resulting in a knot. The leadless ipg was removed with a snare and the leadless ipg and its delsys were replaced. No patient complications have been reported as a result of this event.